Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory observed noise on the electrogram waveforms. Analysis of the device memory had an observation relating to pacing. Analysis of the device memory indicated emi. Analysis of the device memory indicated oversensing. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: elc35 lead implanted: (B)(6) 2005; biotronik lead 01-lan-1900; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and variable superior vena cava (svc), defibrillation impedance measurements. It was also noted that the rv lead triggered a lead integrity alert (lia) due to high rate non-sustained episodes and an elevated sensing integrity counter (sic). It was determined that the oversensing was due to electromagnetic interference (emi) noise, and the patient had been working on some "pump equipment". The oversensing resulted in pacing inhibition and the cardiac resynchronization therapy defibrillator (crt-d) delivering an inappropriate shock. The patient advised not to do similar electrical work and to move to a different electric bed. The rv lead and the crt-d remain in use. No further patient complications have been reported as a result of this event.